Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, gynecologic had no image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection; however, the reported failure could not be confirmed. During device evaluation, the following reportable malfunction was identified: damage to the fiber bonding in the outer tube area at the distal end. The investigation did not identify a probable root cause for the customer's allegation. The damaged fiber bonding in the outer tube area at the distal end was attributed to component failure. The event date is unknown. Additional information will be provided if it becomes available. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.